Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that there was a problem with communication and an implantable neurostimulator (ins) overdischarge was suspected. The patient last used her implant in early september. She tried to recharge three weeks prior to the report and would only get the reposition antenna screen. Trying to connect the patient programmer (pp) with the implant was walked through with the patient but she couldn't understand. No interventions or outcome were reported regarding this event. The patient was implanted for failed back surgery syndrome and radicular pain syndrome (radiculopathies) additional information was received from the patient on (B)(6) 2017. It was reported that the patient could not connect the ins recharger (insr) to the ins at all even after a manufacturer representative (rep) came in and jump-started after their previous overdischarge. The patient reported only seeing the reposition antenna screen. The patient reported the last time they were able to successfully charge their device was a year ago or so. The patient reported the ins was back on for about a week after the jump start but they were never able to connect the insr. The patient was redirected to their healthcare professional (hcp) to discuss restarting the device or possibly replacing it. No further complications were reported/expected.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.